Event description:
The pt was reportedly seen at the center for evaluation (date not given). At that time, testing performed confirmed that the device was functioning. In april 2004, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. In may 2004, the pt was seen by a company representative for further device evaluation. Testing performed confirmed that the device was functioning. In august 2004, the center decided to schedule surgery to explant the pt's device.